Event description:
It was reported that: patient is experiencing pain in his left hip along with inflammation. Patient states that the pain started a month ago along with hearing a grinding and squeaking noise. Patient is reporting that he has seen the surgeon, has had the blood work, MRI and x-rays done and is awaiting results.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.